Manufacturer narrative:
The glidescope avl video monitor and glidescope avl video baton 1-2 were returned to verathon for further evaluation. A verathon technical service representative evaluated the returned system where they were unable to duplicate the reported disappearing image issue. When the system was powered on, the image produced was stable and clear with good color rendition. The monitor and baton were certified and returned to the customer for use. No further investigation required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and glidescope avl video baton 1-2, the image would disappear intermittently and show static lines. The procedure was completed with another glidescope system, which was made available with a minimal delay. No harm to the patient or user was reported.